Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site and subsequently, was treated with an antibiotic (date and duration not reported). Revision surgery to place an internal magnet is planned; however, yet to occur as of the date of this report.